Event description:
It was reported that the rental dreamstation auto CPAP device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. At this time, the device will not be returning, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.